Event description:
It was reported that the pt experience no stimulation sensation. The pt got a triple beep when trying to increase or decrease her stimulation. Add'l info indicated that the pt had surgery to fix the problem. The pt's neurostimulator was replaced. No pt outcome was reported. Add'l info has been requested from the healthcare provider, but was not available as of the date of this report.

Manufacturer narrative:
.